Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device contaminated during manufacture or shipping.

Event description:
Healthcare professional reported "it had moisture on it, it was not used". Later healthcare professional reported "moisture inside expander", "it was cloudy and when you squeezed it stuff moved around inside" and "packaging was intact". This record is for an unknown side. Device was not implanted.